Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva dual port q-syte tubing ballooned. The following information was provided by the initial reporter: our system is not letting me access the safety file, but basically we had a nexia 20g IV that swelled when flushed, which obviously cause the patient quite a bit of pain. Hard to flush, swelling in patients arm.

Manufacturer narrative:
Investigation results: the complaint that the extension tubing swelled when flushed was confirmed and the cause may have been associated with use of the device. One 20g nexiva device was received with two open unit packages from lot #3354890. The returned device exhibited evidence of use. The extension tubing was ballooned and expanded adjacent to the catheter adapter. The lumen of the IV catheter was patent to infusion and no occlusions or leaks were detected during functional testing. The wall thickness was found to be within specification. This type of damage can occur due to over-pressurization. The instructions for use (IFU) indicates that the maximum power injector pressure limit setting is 300 psi. No damage or defects associated with the manufacturing process or raw materials that could cause or contribute to the reported issue were identified from the sample analysis. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. No other similar complaints have been reported from the implicated lot. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.